Event description:
The customer reported the device locked up during transmission of 12-lead ECG and would not longer function. There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.